Event description:
Reporter alleged discrepant blood glucose values of lo back to back with a result of 232 mg/dl when testing was performed 10 minutes apart on the active system. Customer stated self treating with sugar water and took normal oral diabetes medications , however, the location of the testing was not provided. No other actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.